Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n (B)(6)). The correct manufacturing site information and registration number is (B)(4) (s+n (B)(6)). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that during a shoulder scope, water dripped on controller from fluid pump above, causing controller to short out. A backup device was available to complete with no delay or patient injuries.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to electrical short include: 1. Damage sustained to the controller was customer induced as the flow control valve was not properly connected causing the pump to leak and short out the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device would not powered on not allowing testing to be conducted. The unit was opened and nothing was observed to be loose or damaged. Evidence of saline spill was observed inside of chassis. The sd card information was downloaded and the information shows the following error/s: 1. Error code 6 - wand has been disconnected the complaint was verified and the root cause was determined to be due to electrical component failure. Factors, which can lead to electrical short include: 1. It was reported that the saline pump leaked fluid on the controller causing the unit to short out. This could be caused by not properly installing the saline line or the saline line broke/cracked causing the fluid to leak on the controller. There were no indications to suggest the device did not meet product specifications upon release into distribution.